Event description:
The nurse reported a system message displayed. The system was rebooted and the case was completed. The subsequent case was cancelled. The pt cancelled had been prepped and blocked. The cancelled pt was recovered and went home with no issues. No pt injury reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the system message reported. The psi regulator was found out of specifications and replaced. The psi regulator was sent for in house testing. The system was then tested and met all product specifications. Investigation including root cause is in progress. A supplemental MDR will be filed when additional reportable information becomes available. This report was mailed to FDA on: 12/04/2008.